Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the heating power regulation failed and then the charging device failed. The field engineer reported that the system was displaying a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury.